Event description:
Patient in for renal transitional cell carcinoma and bladder transitional cell carcinoma with cystoscopy with transurethral resection bladder tumor, bladder wash, left ureteral catheterization with renal pelvis and left ureteral washings for cytology. During the nephrostomy insertion, the wire coating came off the coons wire guide. Part of the wire remained in the nephrostomy tube. The physician is having the pt return in two weeks when tract is mature to reinsert new nephrostomy tube without inserting wire.

Manufacturer narrative:
Evaluation summary: no product was returned for examination. We are unable to determine with certainty how this incident may have occurred. However, information provided indicates the device may have met with resistance beyond it's intended design, thus causing the separation. This device is inspected 100% for bends, kinks, adequate joint strength, and other surface imperfections prior to transport. We will continue to monitor for any similar situations.